Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have a uti and continue to get them. Patient said they have a lot of accident and have them all day. Patient said they wear a pad and a pull up and have to change them often. Patient said they are up every hour and a half. Patient said they can't empty their bladder which is why they get utis. Patient once one medication that didn't clear the uti so they are starting another one today. Agent did not ask about the circumstances that led to the reported issue. The patient was redirected to their healthcare provider to further address the issue.